Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 438 to 587 mg/dl. Customer was with the school nurse when it was discovered that the infusion set was wet. Customer stated that they removed the cannula and discovered that it was bent. Customer changed the infusion set and treated by bolusing with the insulin pump. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being replaced.